Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows that this unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the sw was downgrade to (B)(4) prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch 16 or 17. As a resolution technical team sent a troubleshooting procedure on how to correct the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". The issue occurred during patient-use and indicated that intervention was needed to prevent patient harm. The customer confirmed that there was no patient involvement associated with the reported event.